Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte autoguard bc shielded IV catheter, had torn or shredded appearing piece on the end of the plastic catheter. There was no report of exposure, serious injury or medical intervention.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter, had torn or shredded appearing piece on the end of the plastic catheter. There was no report of exposure, serious injury, or medical intervention.

Manufacturer narrative:
Investigation summary: one insyte autoguard blood control 20 gauge catheter/adapter assembly unit from lot: 382533 was returned for evaluation. Our quality engineer visually inspected the returned unit and observed no damage or kinks to the tubing of the catheter. The catheter's tip was graded and found to be acceptable. However, a provided photo showed a piece of white foreign matter present on the tip of the tubing. Based off of the provided photo the engineer was able to verify the reported failure mode. However, bd was unable to determine a definitive root cause for this issue as the engineer was unable to recreate the reported issue. It was possible that the foreign matter seen in the picture fell off during transport. A review of the device history record was performed and no quality issues were found during production. No corrective actions were deemed necessary at this time. Investigation conclusion: indeterminate ¿ the defect catheter tip integrity was confirmed based on the evaluation of the submitted photo. There was white fm which attached to the catheter tubing near the tip that could not be identified. The returned catheter tubing did not display any adverse characteristics that would contribute to the defect the customer experienced, per the pir. The fm could have fallen off from being handled or removed during transit. Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: yes.